Event description:
It was reported to sales that a patient underwent implant of an edwards transcatheter aortic bioprosthetic valve inside of an existing edwards aortic bioprosthetic valve (subject device) due to a torn leaflet and extensive central aortic insufficiency. Patient is reported as stable post procedure.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, and are dependent on both patient medical history (comorbidities, medications, disease stage...etc) and intrinsic propertis of the valve itself. However, without return of device and evaluation, the mechanism leading to the reported torn leaflet and the explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. No further action is required.